Event description:
Caller reported that the t:slim x2 pump battery would not charge and the pump screen was dark and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to try different charging methods, but the attempts were unsuccessful. A replacement pump with updated software was arranged to be sent to the customer, who will use a backup insulin pump in the meantime. Customer was informed about returning the faulty pump using the provided return box and pre-paid label.